Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky and had to press multiple times to get to work. Customer stated that the insulin pump was shut off unexpectedly, had to disconnect and rewind. Insulin pump squirted out insulin from cannula when priming. Insulin pump had grinding noise when rewinding and had to rewind more than once. Insulin pump rejected brand new battery. Insulin pump was broken and could not be repaired. No harm requiring medical intervention was reported. The device will not be returned for analysis.